Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up and down arrow keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. The reporter confirmed that the patient reportedly wore the pump with a skin around it, attached to a belt. The reporter also confirmed that the pump was cleaned with water and a soft cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons responded appropriately. Evaluation revealed that there was contamination under the down arrow and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.